Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from consumer via a company representative regarding a patient receiving morphine 30mg/ml at 5.491mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient had the pump implanted in the left buttock area and for several months the patient had been losing weight for unknown reasons. Per the reporter the physician felt the pump needed to be moved due to concerns with potential skin breakdown. The pump was revised. The patient planned to follow up with their primary physician for the weight loss. The cause of the weight loss, troubleshooting and other interventions/actions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.